Manufacturer narrative:
If information becomes available will revise accordingly. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the syringe set cracked at the blue connection.

Event description:
It was reported that a leak was discovered on the tubing while the patient was asleep. Upon further inspection, it was noted that the safety clamp was found to be broken/cracked. There was no patient impact.

Manufacturer narrative:
The customer's report that the tubing was leaking was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a cut/slice on the tubing at 5 inches below the lower fitment outlet port. No damages to the safety clamp were observed. The slice cut was measured to be .085¿ long. Functional testing confirmed leaking from the tubing cut. The cause of the leak was due to a cut in the tubing. The root cause of the observed damage tubing was not identified. Device history record could not be performed on model 2420-0500 because the lot # for the suspect set was not provided.

Manufacturer narrative:
Correction on initial report: d.4, d.11, g.5, and h.6 patient code. . Additional information provided: b.5, d.10, g.3, and h.6 device code. Although requested, patient information was not provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a leak was discovered on the tubing while the patient was asleep. Upon further inspection, it was noted that the safety clamp was found to be broken/cracked. There was no patient impact.